Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that a color bar appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The circuit board of the device was returned to olympus medical systems corp. (Omsc) for evaluation on january 29, 2021. While omsc assembled the circuit board of the device in the loaner cv-v1, the reported phenomenon could not duplicated. Based on the results of the investigation, the event occurred due to unclear work instructions at the time of manufacturing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The following sections were the device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found that the greenish image appeared on monitor intermittently was due to a fault in the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to unclear work instructions at the time of manufacturing. The work instructions have since been updated and clarified to prevent further recurrence.